Event description:
New information received indicated that the patient presented in the emergency room with syncope. The device could not be interrogated. The device was explanted and replaced due to unresolved backup vvi status previously reported. The patient tolerated procedure well with no complications.

Event description:
It was reported that when an asymptomatic patient was recovering in the ICU for an unrelated hernia surgery, the device was in backup vvi mode with hv therapy disabled. The patient has been non-compliant with device-checks since implant. Patient claims to have felt vibratory alerts after implant and denies any hv therapy being delivered. Due to the patients poor health status and non-compliance the physician is evaluating a device change out. The patient was discharged from the hospital with the device in back-up vvi mode, and a follow-up was scheduled.